Event description:
It was reported that during followup, it was noted that there was an exit block and the lead impedances were out of range. Intraoperatively, the ventricular lead had normal impedance and atrial lead showed low impedance. The device was removed and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed anomalous output readings. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.